Event description:
It was reported that the lead was replaced due to sensing difficulty and sixteen inappropriate shocks, with twiddler's syndrome believed to be the cause. The hvb coil was reportedly damaged during the explant procedure. No further patient complications have been reported as a result of this event.